Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. Replacement pump was sent to customer to resolve the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, during investigation a different issue was identified. The information will be used for tracking and trending purposes.